Manufacturer narrative:
Return requested. Replacement mvs interface cable shipped to site (B)(4) 2016. Suspect mvs interface cable returned to manufacturer for analysis and is under analysis. No further issues have been reported.

Event description:
A site biomed representative reported their imaging system mobile view station (mvs) showed an error message: "image framerate are below recommended levels....". In trouble-shooting, the site re-booted their imaging system and it appeared to be functioning normally currently. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they could replicate the frame rate error message. To resolve the reported issue, the representative replaced the interface (umbilical) cable. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.